Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended. Customer¿s blood glucose level was high. The customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered and a bolus was delivered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.